Manufacturer narrative:
Concomitant medical products: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that the patient was not able to get proper stimulation on their left side. It was reported that there were no factors noted at this time that may have led or contributed to the issue. No diagnostics/troubleshooting has been done at the time of the report, but the rep indicated that they would be meeting with the patient in the physician¿s office on (B)(6). The issue was not resolved at the time of the report. (The patient currently has two ins's implanted, unknown which ins this event is related to at this time). The event occurred on (B)(6) 2018. No further complications were reported/anticipated.